Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis is down the date and time is not correct and shows remote support service status is shown as offline. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a work order was created but was not assigned to field service engineer, a follow up was raised regarding this but no further repair information was provided.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a pyxis is down the date and time is not correct and shows remote support service status is shown as offline. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.